Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were up all night long having an accident and went through 8 pads. They think they might have fixed it, but they are not sure. Helped caller connect to implant and see that they increased the stimulation. Caller will maintain stimulation and adjust as necessary. Caller added a historical event that they were at the health care provider (hcp) office last week and a representative was there. They discovered that the therapy was off and turned it back on. The caller did not know how it got turned off.